Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient that needed a low flow software upgrade due to asymptomatic low flows. Low flow threshold adjustment was performed. It was said the patient was hospitalized at an outside hospital for pneumonia and low flow alarms. An echocardiogram at 5000 rpm was done which showed a left ventricular ejection fraction of 30-35%, left ventricular internal dimension of 6.1 cm, and an aortic valve opening with every cardiac cycle. The right heart catheterization (rhc) showed right atrial (ra) pressure of 5mmhg, pulmonary artery (pa) pressure of 38/17 (mean of 24) mmhg, pulmonary capillary wedge pressure (pcwp) of 11 mmhg, and a cardiac index (ci) of 2.7 l/min/m^2. The low flow alarms resolved with fluid repletion and was thought to from hypovolemia. After discharge, the patient developed low flow alarms despite adequate fluid intake. Their blood pressure was 125/95. The anti-hypertensive medications were intensified, and the left ventricular assist device (lvad) speed was decreased to 4900 rpm. The patient continued to have low flow alarms and was admitted to the center for further evaluation. The patient otherwise felt fine with no worsening shortness of breath, leg edema (le) swelling, or syncope. On admission, the patient parameters at 4900 rpm were a flow of 2.4 lpm, power of 3.4 watts, perfusion index (pi) of 11.5, blood pressure of 128/71 mmhg, and their physical examination was unremarkable. They underwent an invasive lvad ramp study at 3 distinct speeds. At 4900 rpm, the left ventricular internal dimension at end-diastole (lvidd) was 6.1 cm, the aortic valve was opening at every beat, the ejection fraction (ef) was 40%, there was mild right ventricular dysfunction, and there was no valvular disease. The ra was 5 mmhg, the pa pressure was 30/7 (mean of 15) mmhg, the pcwp was 7 mmhg and the direct fick ci as 4.1 l/min/m^2. At 7000 rpm, the lvidd was 6.1 cm, the aortic valve was opening at every beat, the ef was 40%, there was mild right ventricular dysfunction, and there was no valvular disease. The ra was 7 mmhg, the pa pressure was 35/15 (mean of 20) mmhg, the pcwp was 7 mmhg, and the direct fick ci was 4.7 l/min/m^2. At 4000 rpm, the lvidd was 5.9 cm, the aortic valve was opening at every beat, the ef was 40%, there was mild right ventricular dysfunction, and there was no valvular disease. The ra was 6 mmhg, the pa pressure was 35/15 (mean of 20) mmhg, the pcwp was 7 mmhg, and the direct fick ci was 3.9 l/min/m^2. A computed tomography (CT) lvad per protocol was done. It was said that there was no evidence of thrombus on inflow obstruction. There was a widespread fluid and low-attenuation material throughout the outflow cannula that extended to the anastomosis with the ascending aorta. There was no obstruction. The diagnosis was there was lvad malfunction from partial outflow graft obstruction with left ventricular recovery. The patient's pump speed was increased to 5400 rpm to minimize the low flow episodes. They were discharged with a plan to follow-up in the heart transplant clinic to discuss lvad decommission vs. Heart transplant, currently listed as status 4. The patient was hospitalized 3 days alter for recurrent low flow alarms. A transesophageal echocardiogram (tee) was done at 5200 rpm. On interrogation with color doppler, the flow did not appear laminar and did not fully fill the visualized portion of the inlet cannula. The inlet velocity was 1.3 m/sec. The nonflow limiting biodebris was noted along the outflow conduit. The patient had chosen to proceed with the ventricular assist device (vad) decommissioning. 5 vascular plugs were deployed in the lvad outflow graft. The lvad driveline was excised. Since decommission, the patient had been doing well with no heart failure related hospitalizations. It was said the patient exhibited normal hemodynamics on the rhc with no worsening hear failure symptoms. Therefore, it was said even with relatively normal baseline measurements, evaluating changes in the echocardiogram and hemodynamic parameters with the lvad speed changed is warranted to definitively rule out lvad malfunction and graft obstruction.